Event description:
A report was received that there was irritation and yellow oozing at the lead incision site. The patient was prescribed an oral antibiotic. There was a suspicion of infection but it was confirmed that patient is not infected. The incision is healing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that there was irritation and yellow oozing at the lead incision site. The patient was prescribed an oral antibiotic. There was a suspicion of infection but it was confirmed that patient is not infected. The incision is healing well.